Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation; however, upon inflation the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.